Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was monitored via merlin.net. The transmissions showed that the right atrial lead exhibited noise oversensing. No intervention was performed.